Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016; 5554-53 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pace/sense right ventricular (rv) lead intermittently oversensed a non physiologic notch in the twave. It was also reported that the patient's defibrillation rv lead pace/sense portion exhibited noise, and that the patient's cardiac resynchronization therapy defibrillator (crt-d) experienced electromagnetic interference. The pace/sense rv lead, the defibrillation rv lead, and the crt-d remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.